Manufacturer narrative:
The customer¿s report of a leak was confirmed. A lateral hairline crack was observed on the body of the maxzero. Functional testing was performed. The maxzero leaked from the observed crack. The root cause was not determined.

Event description:
The customer reported that during an infusion of fentanyl 0.11ml/hr, a second line infusing unknown medication at a rate of 6ml/hr over 15 minutes was noted to have leaked. The patient received less medication and exhibited symptoms of irritability. There was no report of lasting harm.